Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. Per data log analysis, since the central control monitor (ccm) would not boot up, the system log and local area network/ interface board (lan I/f) log could not be provided. From the power manager log, the system was used on 16aug2022. On the next five power ups (likely 25aug2022) the ccm was never detected (because of boot failure). Since the ccm normally provides the date and time to all modules and pumps, there was no date/time on the five power ups. The logs confirmed the ccm was not detected but cannot confirm the date. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The ccm was booted up six times and booted normally each time. The ccm operated as intended. The service repair technician (srt) was unable to duplicate the reported complaint. The unit passed all release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a boot-up failure. The unit was restarted and failed to boot-up a second time. After removing from the operating room and letting the heart lung machine (hlm) sit idle for a while, the ccm was still a black screen. As a result, an alternate device was employed. The surgical procedure was completely successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The hlm powered on but the ccm had no display. The fsr replaced the ccm and testing was completed. The unit operated to the manufacturer's specifications.